Event description:
Customer reported leaking blood and blue acorn-shaped piece where it meets the silastic section in pump. The event occurred in the ER. No additional info was available.

Manufacturer narrative:
(B)(4). The set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.